Event description:
The user's parents noticed a change in hearing with the device in (B)(6) 2025. The user has been reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.